Manufacturer narrative:
Product complaint # (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID; age or date of birth; bmi ; patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Current patient condition?

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/8/2020 the following information was requested and the following was received. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. Unknown what prep was used prior to, during or after dermabond use? Unknown was a dressing placed over the incision? Unknown if so, what type of cover dressing used? Unknown is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown is the patient hypersensitive to pressure sensitive adhesives? Unknown were any patch or sensitivity tests performed? Unknown patient demographics: initials / ID; age or date of birth; bmi ; unknown patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Unknown current patient condition? No (new) patient consequences were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. The following information was requested and obtained. To date the device has not been received. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? Unsure. It happened over a year ago I believe. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Unsure ¿ it happened when another person. What is the procedure name? Tka. He mentioned that (he didn¿t remember ever using it on tha¿s). What is the procedure date? Unknown. What date did the reaction occur on? Unknown. What does the reaction look like and how large of an area does the reaction cover? Again, it was over a year ago so there is no way to know. Do you have any pictures of the reaction? I do not. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Product was removed in office, medication for itching was prescribed but unsure of which kind, dry dressing changes to keep incision clean and dry. Re-operation and re-closure was not needed. What is the most current patient status? Unknown. Can you identify the product code and lot number of the product that was used? Unknown due to passed time. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown.

Event description:
It was reported a patient underwent an total knee arthroscopy on an unknown date in 2019 and topical skin adhesive was used. Patient had blistering. Product was removed in office and medication for itching was prescribed, dry dressing changes to keep incision clean and dry. No other information is available. Additional information has been requested.